Event description:
It was reported that a suspected premature battery depletion was noted on the device. No intervention was performed at this time. The patient is being monitored.

Event description:
New information indicated that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Testing of the device revealed the device was at below end of life (eol) when received. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.